Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one ec60a device was returned with no apparent damage and with two ecr60g cartridge reloads present. The reload (b) was received partially fired 1/16 with the pan partially dislodged from left side and 4 double drivers missing. The reload (c) was received partially fired 1/16. The returned device and cartridge reload (c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: ecr60g, r59z9c, partially fired 1/16 with the pan partially dislodged from left side and 4 double drivers missing. Reload c: ecr60g, r5a46v, partially fired 1/16. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the unknown surgery, the device could not fired. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.